Manufacturer narrative:
The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is stated as keeping his hands on the brakes as he is walking. The maintenance history of the device is unknown. The dealer stated that the brake assembly will not grab the casters. The part that presses against the caster to stop the rollator is worn smooth. The dealer alleges that the consumer keeps his hands on the brakes as he is walking, thus wearing down the brakes. The dealer has ordered a new brake assembly. No injury. No RMA issued at this time.

Event description:
Customer alleges brake assembly will not grab the casters and part that rubs up against the casters to stop the rollator is worn smooth. No injury alleged.